Event description:
It was reported that the system would not display the selected image (data loss). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded the software. The system operates as intended and was returned to service.